Event description:
A medtronic representative reported a stripped spine screw on an open spine clamp. This was discovered when attempting to attach the frame to the patient during a surgery. The surgeon used a second clamp to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement open spine clamp shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that as reported, the adjustment screw threads are stripped in the middle of the travel restricting movement. There is also much debris in the threads that may have contributed to the stripped threads. Otherwise, the clamp was found to be in good condition. This mechanical failure directly caused the event.